Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok/enter button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/16/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/01/2015 with the following findings: the keypad was fully intact with no damage or peeling observed. All of the keypad buttons responded appropriately to button presses. The keypad cover was removed and no evidence of damage or contamination was found on the key contacts.